Manufacturer narrative:
Reference: (B)(4). Concomitant medical products: item number: unknown, unknown orthopediatrics screw, lot number: unknown. It has been reported that the device is available to send back for evaluation.

Event description:
It has been reported that approximately four weeks following a distal femoral osteotomy, the patient underwent a revision procedure due to dissociation. The plate was removed and replaced with a distal femoral osteotomy system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 method code: 3331 - 4109. H6 result code: 213. H6 conclusion code: 4315. X-ray was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. Reference: (B)(4).